Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for central regurgitation and paravalvular leak were confirmed based on the information available to date. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately one and a half years after the tavi procedure, a decrease in hb was observed, and the patient was diagnosed with hemolytic anemia (hb 7.4 g/dl, ldh 1494 u/l, mild to moderate aortic regurgitation, mild to moderate pvl).'' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, limited information was provided; therefore, a definitive root cause of the central regurgitation is unable to be determined at this time. As reported, ''the valve was deployed at a height of 10:0 at the non-coronary cusp (ncc) and 8:2 at the left coronary cusp (lcc), with mild paravalvular leak (pvl) observed.'' The observed pvl gradually worsened over time over the course of 1.5 years. Per medical opinion, ''it is believed that the development of hemolytic anemia was due to the selection of a relatively small valve for the initial tavi and its relatively high implantation position.'' In this case, a high implantation (height of 10:0 at the non-coronary cusp - ncc) or valve malposition can lead to inadequate anchoring of the thv to the native annulus, resulting in the pvl first observed post-deployment and later at 1.5 years. Per the IFU, a native annulus area of 340mm2 could be suited for a 20mm or 23mm thv. Additionally, target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular). As such, available information suggests procedural factors (valve malposition) may have contributed to the paravalvular. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, a tavr procedure was performed via transfemoral approach using a 20 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed at a height of 10:0 at the non-coronary cusp (ncc) and 8:2 at the left coronary cusp (lcc), with mild paravalvular leak (pvl) observed. Although an elevation in ldh was noted immediately after the tavi procedure, there was no decrease in hemoglobin (hb) or subjective symptoms, so the patient was placed under observation. Approximately one and a half years after the tavi procedure, a decrease in hb was observed, and the patient was diagnosed with hemolytic anemia (hb 7.4 g/dl, ldh 1494 u/l, mild to moderate aortic regurgitation, mild to moderate pvl). As a result, a blood transfusion was administered, and a tav in tav procedure was scheduled. The tav in tav procedure with the 2nd s3ur 20mm valve was successfully performed without complications, and the post-procedural pvl was trivial. No abnormalities such as calcification or leaflet tear were found in the first s3ur valve.